Manufacturer narrative:
The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during pre-operative testing, a flame occurred during connection of the dissector with the battery.

Manufacturer narrative:
One ultrasonic dissector and one battery pack were received for evaluation. The returned product did not meet specification as received. Visual inspection of the dissector showed a charred dissector pin pad. Vbatt (pin #9) and vpwr (pin #5) on the pin pad was extensively damaged. Smoke and heat damage were also seen on the front of the pad. The surface terminals of the returned battery pack was coated with soot. The customer reported a device fire with the scd. The returned scb was used during the reported procedure. The reported fire was not confirmed, however evidence of smoking and charring on the dissector pin pad was confirmed. Investigation found two contact pins on the dissector were missing or disintegrated during the charring. The inside of the battery was undamaged, making a short internal to the battery unlikely. The usage logs of battery could not be recovered due to the damage to the surface damage. The generator used in this procedure was not returned and could not be evaluated during the investigation. However, the sonicision generator is designed to handle the maximum current the battery fuel gauge will allow, making a short in the generator an unlikely cause. Likewise, the flex cable and contact pins are able to handle the maximum current the fuel gauge allows, meaning a short somewhere other than the contact pins themselves would not have caused this kind of damage. The failure mode could not be replicated, but all evidence and testing points towards a short and / or excessive heating at the contact interface between the battery and the dissector. The most probable source for the short was identified as the use of unapproved chemicals in sterilizing / cleaning the battery. Many unapproved sterilization chemicals have specific warnings to avoid sources of heat. The IFU cautions device operators to use a cleaning solution of ph-neutral enzymatic or alkaline detergent and water to clan the generator and battery pack. The use of other or cleaners may compromise sterility and damage electrical components. IFU warning: the cordless ultrasonic dissector cannot be adequately cleaned or sterilized for safe reuse and is, therefore intended for single use. Attempts to clan and sterilize the dissector for reuse may result in infection or product failure.

Event description:
During pre-operative testing, a flame occurred during connection with the battery.